Event description:
It was reported that (1) device was used during an esophagectomy. It was reported by the affiliate that the mcm20 clip was not effective to stop bleeding and the clip malformed after clipping was completed. About (5)cc's of bleeding occurred. Another instrument was used to complete the case and control bleeding.